Event description:
Hospital personnel informed kimberly-clark health care that a 4 cm piece of the ballard trach care in line suction catheter was retrieved from a patient. Due to poor quality chest x-ray file, the piece of the catheter remained in the patient for at least a 24 hour period. When the patient was transported to a different facility, the catheter piece was successfully retrieved with no subsequent harm to the pt. Kimberly-clark has no independent knowledge of the events reported above but is relaying the info that was provided by the facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database.

Manufacturer narrative:
The product in question was returned to kimberly-clark ballard medical products for evaluation, however, a lot number was not provided with the returned device not was one cited by the end user. Therefore, the device history record could not be reviewed. Also, a lot number was no provided, therefore, the specific batch record could not be identified for review. Based on the information reported to us from the hospital, we have no basis to beleive that the product was defective. The facility reported that the pt required frequent intubations due to an anatomical malformation. Based on the photograph and returned product, it appears as if the suction catheter had been cut which would account for the 4cm piece of the catheter which was retrieved from the pt. Product users are trained and warned in the directions for use leaflet to fully withdraw the trach care catheter before trimming the endotracheal tube for purposes of shortening. Specifically, there is a highlighted, boxed warning that reads as follows: "fully withdraw trach care catheter before cutting endotracheal tube, otherwise the catheter may also be cut." This product incident has been incorporated in the kimberly-clark ballard medical products' complaint trending system which is used to identify repetitive issues that require corrective action.